Event description:
It was reported that the pt was very satisfied with the performance of her implant and that it was working well. However, the pt had to attend the clinic as the demodulator was extruding. The doctor cut the connection cable between the demodulator and the fmt and explanted the dissected portion of the device. There was no infection present on the tissue.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.